Event description:
During the laparoscopic appendectomy, the endoscopic stapler was fired twice with no complications. On the third load that was fired (ethicon white 45, lot #p4rf24, exp 03/31/2022) several of the staples in the middle of the load failed to fire. Due to this misfire. It was necessary to open a ligasure and laparoscopic clip applier in order to complete the case. It also resulted in extended operative time.